Manufacturer narrative:
B5: new information received. H6: initially submitted code fdc d16 imf f26 no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during set-up, the drill motor was not working, it was not detected by the console.

Event description:
It was reported that the indigo handpiece had a defect. There was no patient impact related to the event. The device overheats during the analysis.

Manufacturer narrative:
H3: product analysis: the results of the analysis concluded that the indigo handpiece overheats. The device ran at 1 min the t1 temperature found 121°f and t2 found 118°f. The motor is faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.